Event description:
Per the clinic, the patient¿s fixture fell out due to the failure of it to osseointegrate. More information has been requested, but was not available at the time of this report june 16, 2009.